Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: cleaning and sterilization basket, (B)(6) 2021. The reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device heated up during the function of covering the connector part of the handpiece. It was reported that the cleaning and sterilization basket was used with the motor device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: quality engineering evaluated the device and determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection. Testing was performed and it was determined that the device was functional; however, the connector shell had loosened, and its labeling and surface properties failed the assessment. It was further determined that the swivel assessment failed due to abnormal friction. During dismantlement of the respective swivel connection, a turned seal was found. It was determined that the defect was escalated to CAPA. Other found defects were a ruptured inner hose close to the swivel assembly and the remaining cleaning residues on the burr lock assembly. It was determined that the failed swivel test was linked to a confirmed manufacturing error and the loose connector shell was linked to a manufacturing error which was escalated to a CAPA. It was determined that the detected residues were linked to improper reprocessing and the other found defects were linked to normal wear over time. It was further determined that the device failed pretest for visual assessment and swivel assessment. The assignable root causes were determined to be due to component failure from wear, manufacturing, and environment.